Manufacturer narrative:
Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to verify battery anomaly, perform displacement test, self test, and current measurements due to display anomaly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump was not reading. Customer was tried new battery out of package and the insulin pump was sill not accepting any battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.